Event description:
The reporter stated the surgeon was inserting a (B)(4) collamer aspheric single piece lens and the lens tore due to having been loaded incorrectly. There was patient contact, but no injury. The reporter stated it was due to a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem: (B)(4) no consequences or impact to patient. (B)(4) lens (iol), torn, split, cracked, unlabeled device evaluated by manufacturer? No. (B)(4) (other): lens not returned. (B)(4). Other text : lens not returned.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. (B)(4).